Event description:
A customer contacted beckman coulter inc. (Bci) regarding patient samples run as qc checks that recovered high when compared to the previous run. No false results were reported outside of the laboratory. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
A field service engineer (fse) went on-site and serviced the instrument. However, a clear root cause for this event has not been determined to date.